Manufacturer narrative:
Received one iag bc 22ga unit within a sealed package from lot number 8005925. All components were intact. No physical-mechanical damage was observed on any of the components. The septum and actuator were present and assembled per specifications. Blood escape test was performed and no leakage beyond the septum was observed. Flashback test was performed on the needle, the liquid did not leak beyond the septum. A device history record review for the provided lot number did not reveal any anomalies during the production process that could have contributed to the reported incident. Indeterminate: the returned representative unit did not display any adverse characteristics that would contribute to the defect the customer experienced in the event description. The failure described could not be confirmed or replicated in the laboratory.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter, has had an issue of the blood valve failing causing blood to spill out of the catheter hub unexpectedly. There was no report of serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter, has had an issue of the blood valve failing causing blood to spill out of the catheter hub unexpectedly. There was no report of serious injury or medical intervention.